Event description:
The report received from the affiliate indicated that the cypher did not inflate during the procedure.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the u.s. Distributed cypher sirolimus drug-eluting stent. This device is available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.